Event description:
Related manufacturer reference 3005188751-2014-00041. During an atrial fibrillation ablation procedure, a cardiac perforation occurred. A transseptal puncture was performed using a brk transseptal needle and a swartz braided transseptal introducer. An attempt was made to advance the swartz braided transseptal needle and a swartz transseptal introducer. An attempt was made to advance the swartz braided transseptal introducer through the transseptal puncture; however, the introducer slid between folds in the fossa ovalis. As a therapy cool flex ablation catheter was advanced through the introducer, it was noted the ablation catheter ended up in the pericardial space. An echocardiogram revealed a pericardial effusion. The procedure was aborted and the patient was transferred to ICU for observation. No further intervention was required to treat the pericardial effusion.